Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no failed battery alert/battery failed alarm or battery related alarms or alerts recorded in the formatted history file on the event date. No unexpected failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 19-apr-2025. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 19-apr-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on 03-jan-2022, 21-aug-2022 and 29-oct-2023 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.67 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case of the pump during analysis. The pump passed all the required testing. Customer alleged failed battery alert/battery failed alarm and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the products mmt-332a and mmt-399a device will not be returned for analysis. Mmt-1880 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump had a crack and, being held with tape, the pump was rejecting the new batteries and received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-399a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. The customer will discontinue using the reservoir. Mmt-332a was requested and the customer's response was that the device would be returned. The customer will discontinue using the infusion set. Mmt-399a was requested, and the customer's response was that the device would be returned.